Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: photographs of the reported issue confirm that air was able to be drawn into the sample bag, causing it to inflate, despite the presence of a closed sidewall pinch clamp on the sample tubing line. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
Investigation: the customer returned a used set for evaluation. Evaluation of the set has found there were no issues with the returned set. The possible root cause was unknown. A disposable history search confirmed there were no similar occurrences reported on this lot worldwide. The device history record was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the air in the sample bag as experienced by the customer. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated to address pinch clamp not occluding the sample bag line consistently. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during setup, the sampling bag was filled with air even the sampling bag clamp was closed. The procedure was discontinued prior to connecting the donor, therefore no donor information is reasonably known. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.